Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 74565 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 74565 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation. No report of serious injury or medical intervention.